Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated two lesions. Target lesion one was a long, de novo, mildly calcified, severely tortuous lesion of the proximal to mid rca (right coronary artery) with 80% stenosis and measuring 3.5x30mm. Target lesion one was treated with predilation, placement of two overlapping taxus liberte drug eluting stents (3.5x28mm and 3.5x32mm), and post dilation resulting in 0% residual stenosis. Balloon withdrawal resistance was experienced with the 3.5x32mm taxus liberte stent. Target lesion two was located in the de novo, mildly calcified, severely tortuous distal rca witn 70% stenosis and measuring 3.5x15mm. Target lesion two was treated with predilation and placement of a 3.5x20mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged seven days post procedure on asa and plavix. There were no reported patient complications.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.